Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of the patient¿s ¿plant and pivot¿ incident which led to a bone fracture. (D11) concomitant device(s): - biolox delta femoral head 36mm od, +3.5mm (cn: 170-36-03, sn: (B)(6)) no information provided in the following section(s): a2, a5, and b6. The following section(s) have additional info; b5, g4, g7, h1, h2, h3, h6 and h7.

Event description:
As reported, approximately 12 days postoperatively, this female patient, 5¿6¿, 225 pounds, and a bmi of 36, apparently did a ¿plant and pivot¿ move on operative hip and heard a bone break. The same surgeon performed the initial surgery and the revision. The surgeon pulled the stem, reduced the fracture, cabled it then put a straight cylindrical fully coated stem in. Cup was perfect." "The patient was fine. Everything turned out good.

Manufacturer narrative:
Concomitant device(s): biolox delta femoral head 36mm od, +3.5mm (cn: 170-36-03, sn: (B)(4)). Pending engineering evaluation.

Event description:
Female patient first operation was a tapered wedge stem with a biolox delta head, alteon cup, and xle liner. The initial operation was on (B)(6) 2019. The patient was 5¿6¿, (B)(6) with a bmi of 36. Patient apparently did a ¿plant and pivot¿ move on operative hip and heard a bone break. See film below attached. The surgeon performed the initial surgery and the revision. The surgeon only replaced the stem and head, and the revision implants that were used were biomet.